Event description:
It was reported that the sat per the uspo2 cable in the 40's and the patient's actual sat when verified with a philips vs2 was 96%. There was no medical intervention. No known impact or consequence to patient.

Manufacturer narrative:
The returned cable was evaluated. During evaluation the cable caused spo2 readings to be lower than expected due to the emitter drive wires being reversed. A service history record review reveals that this unit was in the field for about one (1) month with no previous reported issues prior to this reported event.

Manufacturer narrative:
The device has been returned to masimo for evaluation. When the investigation is complete a follow up report will be submitted.